Event description:
Consumer reported complaint for low blood glucose test results. Customer reported same complaint with another device, reference internal report number (B)(4). Customer's expected am fasting blood glucose test results of 110 to 125 mg/dl. Customer stated that morning at 5 am she had obtained a result of 66mg/dl fasting. Customer stated she had a light headache and had eaten something, tested again and had obtained result of 98mg/dl non-fasting. The customer¿s expected blood glucose test result range was not disclosed. At the time of the call the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The customer did not have the products with her at the time of the call and was unable to provide meter and test strip lot information. The customer declined to troubleshoot, no further information was obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the initial concern is resolved - unable to establish contact with customer at this time.